Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: this phenomenon was confirmed only once by repair, and then an attempt was made to confirm the reproduction, but the reproduction could not be confirmed. Since it occurred only once, it was a temporary malfunction due to noise.

Event description:
I had a symptom that the front panel could not be operated at the (B)(4) factory. It has been confirmed "process board malfunction" at the (B)(4) factory. Since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.